Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level 400 mg/dl. The customer was treated with a shot. The customer was advised to turn off the sensor feature of for now and also advised about the pump screen. The insulin pump will not be returned for analysis.